Event description:
The customer reports that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and created a new reference image and performed a camera adjustment. The customer ran and accepted qc. Repairs have returned the instrument to expected operation. (B)(4)